Event description:
It was reported that a patient underwent a cardiac procedure with a thermocool smarttouch sf for which biosense webster¿s product analysis lab (pal) identified a hole in the pebax. Initially, it was reported that there was an unexplainable rise on force readings. ¿no usage of force measurement possible¿. The catheter was replaced to solve the problem. No adverse patient consequence was reported. The force issue was assessed as non MDR reportable. The risk of patient harm is considered remote. The biosense webster, inc. Pal received the device and per the evaluation completion on 20-jan-2025, reddish material and a hole in the surface of the pebax was observed. This was assessed as MDR reportable with an awareness date of 20-jan-2025.

Manufacturer narrative:
The device was returned to johnson & johnson medtech (j&j medtech) for evaluation. Following j&j medtech procedures, a visual inspection and force test of the returned device were performed. Visual analysis revealed reddish material and a hole in the surface of the pebax. The device was connected to the carto 3 system and no errors were observed. The force feature of the device was evaluated, and the force values and vector were observed within specifications. No force issues were observed. A manufacturing record evaluation was performed for the finished device number, and no internal actions related to the reported complaint were identified. The force issue reported can be confirmed, as the hole in the pebax could have affected the device's performance. The potential cause of the pebax damage could be related to the manipulation of the device during the procedure; however, this cannot be conclusively determined. The instructions for use (IFU) of the carto 3 system contain the following recommendations: do not scrub or twist the tip electrode because damage to the tip electrode bond may occur and loosen the tip electrode or damage the contact force sensor and affect measurement accuracy. As part of johnson and johnson medtech¿s quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).